Event description:
Although not indicated for use in a cerebral artery, a 4.0mm diameter by 12mm length gfx2 stent was inserted for treatment of a lesion in a vertebral artery. It was reported that the stent was successfully deployed at 8 atmospheres of pressure at the origin of a vertebral artery. Angiographic images after the deployment of the stent were reported to the fine. It was reported that twenty minutes later, additional images revealed that the last segment appeared detached. At a later time, a bestent was inserted through the previously deployed gfx2 stent with reportedly excellent results. There was no pre-dilatation on the lesion prior to the stent insertion. Images immediately post deployment revealed that the stent was successfully deployed. The change in stent image after implant may have been due to lesion morphology, which can give the appearance that the stent segment was detached. No films have been returned to date to confirm complaint. There was no injury to the pt and no additional clinical sequelae reported related to the event. Device history review revealed that the product expiration date was 5/2000. There was no other issues relevant to this event.